Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were sticking. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported crack on the insulin pump screen and unable to read the display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to confirm keypad unresponsive and unable to perform any tests due to lcd physical damage. Pump received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label, peeling keypad overlay and severely scratched display window noted.